Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure the images were flickering on and off on the monitor. Not the whole screen, just the images. They tried unplugging the ethernet cable, in the hopes that it would solve the issue, it did not. The site sent the video to attach to the case. The site then tried recreating the issue, by completing two different spins and navigating on models and could not recreate the issue. There was a patient present and the surgeon was aware. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. "No logs were found in fdr under this case number. There was insufficient information available to determine whether a software anomaly contributed to the reported behavior." Supplemental will be submitted once additional information is received. If information is provided in the future, a supplemental report will be issued.